Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery compartment found on 27-dec-2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, cracked battery tube threads, serial number label missing, cracked retainer, pillowing keypad overlay and keypad overlay texture damage. Cosmetic damage was confirmed behind the pump at the battery compartment and at battery tube threads. The insulin pump involved in this event is the ngp 640 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated crack on the backside or battery side of insulin pump. Their was no physical damage to retainer ring. No harm requiring medical intervention was reported. The insulin pump was returned for analysis. Updated summary: the insulin pump was returned for analysis.